Event description:
It was reported that patient went through withdrawal 10-11 hours after refill on (B)(6) 2013. The patient's symptoms included incontinence, tremors, shake, and not sleep "all week." When the remaining fluid was drained it was noted that "there's a lot of air in it." Issues with incontinence have only been occur for 2 days whereas the issue of sleep have been "all week." The pump was infusing dilaudid.

Manufacturer narrative:
Patient programmer model: 8835, serial # (B)(4), catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unknown. (B)(4).